Event description:
Patient reported that they were seen by their dentist who has referred them to an orthodontist due to byte aligners moving the teeth too quickly and the wrong way that it has thinned the gums on one side. If aligner treatment is continued it will loosen the teeth to the point where they will fall out. X-rays were taken at this appointment as well and compared to the x-rays taken a year ago the bones had moved which is not good for this to happen.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.